Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that their stimulator does not seem to be working right. They have it maxed out at 5.9 and are getting a maximum settings reached message. Patient denied any falls or traumas but mentioned they had an MRI done a while back. Patient confirmed MRI mode had been activated at the time of the MRI. Reviewed how to change programs. Patient changed from program 1 to program 2 and increased amplitude to 5.0 but was still not feeling any stimulation sensation. The patient confirmed they previously had felt stimulation sensation before the problems started. Ps reviewed considerations regarding amplitude range and ins battery longevity, and option to continue trying different programs. Recommended the patient follow up with managing physician to address concerns.